Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The event date is an approximation. On approximately (B)(6)2025, the reporter (the patient¿s wife) stated that they received a ¿high¿ egv alert from the dexcom app. Without performing a bg test, she administered insulin via pen based on the high reading. Despite the insulin dose, the dexcom app continued to display a ¿high¿ egv. The patient began feeling tired and sweaty and laid down to rest. Shortly afterward, the wife checked on him due to another ¿high¿ alert and found that he had lost consciousness. She was able to wake him immediately. She then performed a bg test, which showed an unspecified low value, while the dexcom app still displayed ¿high.¿ she treated the patient with orange juice and food, after which he recovered. They did not seek medical attention and managed the event at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.